Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. After post dilatation, when the 3.5 x 20 mm nc trek balloon catheter was being withdrawn, the proximal shaft separated at the guide exit notch. The distal end of the balloon remained in the 6fr (45 cm) guiding catheter. A snare device was inserted using the opposite side of the access site to retrieve the distal end of the balloon catheter successfully. The procedure was completed then and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to operational context and the reported patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.